Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was wedged into the vessel. The lead was slowly backed out and dislodged after slitting. The lead was not used and a bigger lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.